Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the pk dissecting forceps instrument wire was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. No other cable damage was found. An additional observation not reported by the site was bent tips. One grip was bent, causing side to side misalignment of grips. There was a .048 offset at the tips, this indicates that the likely cause of bending is overloading at the tip. The electrical continuity test passed. It was concluded that the damages to the instrument's grip tip were likely due to mishandling/misuse. An additional observation not reported by the site was distal pulley mechanical indentations. The instrument exhibited indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis investigation concluded that the damage was likely due to mishandling. An additional observation not reported by the site was distal pulley mechanical indentations. The instrument exhibited indentations at the edge of the distal pulley. Failure analysis investigation concluded that the damage was likely due to mishandling. Another observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish the scratches were short in length and not aligned with the tube axis. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube and/or pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.